Event description:
It was reported that the patient with this implantable pacemaker device experienced fell. Hematoma and swelling were also noted. As of this time, this device remains in service. No adverse patient effects were reported.